Manufacturer narrative:
(B)(4).

Event description:
Patient reported that they are still experiencing halos from light sources at night 11 months after visian icl surgery. Patient has had multiple optometrists examine her eyes since then and they confirm that vision is perfect and eyes are otherwise healthy.